Event description:
Customer alleged that a nurse caught their foot on the pt pendant cord and fell breaking their ankle. This field modification is being initiated to mitigate the potential trip hazard with our patient pendant cord if the cord management device is not being used. The potential hazard exists when the cord management clip, which is part of our patient pendant cord, is not attached to the bed linen as specified in the installation instructions. If the patient pendant cord management clip is not used, the pt pendant cord will loop and rest on the floor beside the bed, presenting a potential trip hazard.

Manufacturer narrative:
The company has received 7 reports of injuries since january alleged to be attributed to the pendant cord. Broken hip - report under MDR 1824206-2006-0023. Stitched in forehead - report under MDR 1824206-2006-0037. Two reports of minor injuries without clarification on injuries received. Back strain - reported that no medical attention was required. Broken ankle submitted under MDR 1824206-2006-0038. Torn rotator cuff - report under MDR 1824206-2006-00039. Broken hip - report under MDR 1824206-2006-00040.